Event description:
Per independent repair center statement unit is noisy. The key failure was the compressor was noisy. Additional malfunctions were the p.m. Kit was dirty, and the power switch would not alarm.